Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
This procedure was performed in the (B)(6). The primus stents were implanted on (B)(6) 2008, as part of a fenestrated stent graft in an endovascular aneurysm repair procedure. In (B)(6) 2009, angio examination revealed the right renal artery reoccluded with possible primus fracture and a left renal artery primus stent fracture. In (B)(6) 2009, revision of left renal artery stent was performed with another stent (other manufacturer). In (B)(6) 2010, another angio examination revealed a fracture of revision stent and further revision with a 3rd stent deployed in the renal artery (other manufacturer) performed. The pt has been discharged from the hospital and is currently well. Please reference MDR 2183870-2010-00107 for other primus stent reported.